Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device stalled during a rewind and issued restart alert 38 consistent with a motor stall, and the alert persisted despite power cycling and attempting to restart without supplies, which led to arranging a device replacement. Symptoms included no reported adverse health effects. Outcomes included no impact to health and continued use of the patient¿s cgm independently until the replacement arrived. Investigation included troubleshooting by guided restart attempts and operational checks without supplies, along with data sync instructions and return logistics for evaluation. Investigation of this case revealed a device malfunction related to the motor/drive system and associated alert, with failure unresolved by user-level troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was an unknown device malfunction.